Event description:
It was reported that one flogard infusion pump "did not function". There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Visual inspection of the device determined that the device was in a good physical condition. Review of the alarm log identified an f_74 alarm. This confirmed the reporting condition. The cause of the of the f_74 alarm code was determined be a damaged computer processing unit (cpu). This cpu was replaced to address this condition the device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.